Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned. The defib conductor was distorted at 32 cm. A defib conductor fracture (overstress) was observed at 31.5cm distal. All insulations were torn at 32 cm distal.

Event description:
It was reported that during the implant procedure, the proximal coil pulled back into sheath multiple times and the physician was unable to move the lead in sheath. In addition, it was noted that on examination the coil was stripped. The device was not implanted. No patient complications have been reported as a result of this event.